Event description:
Customer reported that the system lost all power after boot at the start of hip replacement case. Dr furia was the surgeon. Case was in 2007 at about 13:00. Tried several different plugs and then the system finally turned on and worked, so they could start and complete the case.

Manufacturer narrative:
Gehc service personnel tightened lug screw. Tested system and it is functioning as designed. Returned system to service.